Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-paced t-wave oversensing was observed on follow up. Reprogramming resolve the issue. The patient is in good condition with no adverse consequences.